Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that their healthcare provider provided them with medication which they were using with the therapy and they were getting better results at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, and gastrointestinal/pelvic floor. It was reported that on (B)(6) 2020, the patient turned their stimulation off for an MRI. After the MRI, they turned the stimulation back on and since then had not had as good of therapy results. The patient didn't have control of their bladder like they used to. They increased from 3.4v to 4.2v on program 5, but it hadn't resolved the issue. The patient wanted to know what else to do, and while on the call they were walked through changing from program 5 to program 6 at 1.3v where they were comfortable. The patient was redirected to their healthcare provider if the issue wasn't resolved. There were no device issues reported, and no further patient complications are anticipated, or expected as a result of this event. Additional information was received from the patient. They reported that the patient had their program setting on 6 at 3.6 with no control. They was seen by their practitioner to change programs, and is waiting for result. Additional information was received from the patient. They reported that the patient changed the program to 1.3 on (B)(6) 2020, with no results, changed to 1.8 on (B)(6) 2020. The patient had little control with bladder. Additional information was received from the patient. They reported that the patient has gone through all the programs. Patient wants to know if you can use medication with the device. Patient is seeing the nurse practitioner next week. They were advised there are patient's that use both, but that is a medical decision. Patient mention that they haven't had good luck with the therapy since the MRI. They shut the stimulation off before the MRI. Took the remote out of the room. Did the scan and then they turned the stim back on, felt the stim when turned on, changed programs could feel stim, but the patient is down to ground zero on bladder control.

Event description:
Additional information was received from the patient. They reported that they added new programs on (B)(6) 2020 and was taking medications. This was of no help. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.